Manufacturer narrative:
Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device had a foreign matter. An impulse guide catheter was selected for use. During the procedure, when a non-bsc guidewire was taken out from the impulse guide catheter, a thin fragment wrapped around the impulse guide catheter. Initially, it was noted that the thin fragment was part of the interior lumen of the impulse guide catheter which was scraped off and came out from impulse guide catheter. No patient complications were reported.